Manufacturer narrative:
Information anticipated, but unavailabel at this time.

Event description:
It was reported that after a laparoscopic myomectomy, the device fired malformed staples. It was not reported how the procedure was completed. There was no patient consequence.